Event description:
The user facility reported that an employee experienced irritation and "burning sensations" from handling leaking vaprox cartridges. The employee continued working. No medical treatment was sought or administered.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. It should be noted that this specific model is not sold in the united states, so it is not in gudid.